Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as weight, height, and pt activity is unk. Based on the available info a definitive cause can not be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported by the pt that the device was implanted in 2008, and that she is unable to straighten out her knee and that she is not able to fully bend it either.